Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and blank display. The customer¿s blood glucose level was 180 mg/dl. The customer reported that there was no response from any button. It was reported that they had blank display and troubleshooting was performed and was advised to insert a new battery and display returned. It was reported that the display was frozen. The customer reported that the time clock was not advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics assembly. Unable to confirm keypad unresponsive, frozen screen and time clock anomaly due to blank display. Insulin pump received with peeling or missing keypad overlay noted.